Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead dislodged and the patient experienced inappropriate shock. The lead was successfully repositioned on (B)(6) 2017. The lead remains actively implanted.